Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 810:03 was confirmed during product evaluation in the pump's event history. This condition was caused by a defective air in line printed circuit board (ail pcb). The ail pcb was replaced to correct the reported condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.90. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A service history review revealed no previous service events were related to the reported condition. However, during previous service on (B)(4)2007, the phm was replaced due to underinfusion.

Event description:
The facility reported a colleague infusion pump with a failure code of 810:03. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. During the product evaluation at baxter, failure code 810:03 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.